Event description:
As reported by the (B)(4) registry shortly after the index procedure the patient experienced a stroke (ischemic). The patient is an (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the ostium of the right common carotid artery (r11). The vessel was described as moderately calcified and severely tortuous. The rate of stenosis was unknown. An angioguard ((B)(4)/ lot 70712438) embolic protection device (epd) was advanced and placed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4)/ lot 15407059) stent was successfully deployed in the lesion. The angioguard was retrieved from the patient and upon inspection it was noted that there was debris found in the filter basket. The procedure was successfully completed. After the procedure the patient suffered a neurological event described as hemiparesis and hemineglect of the left side. The patient also had behavioral change. The onset was gradual. The duration is unknown. The vent was diagnosed as an ischemic stroke. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient was discharged four days post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect additional information. It was noted that the patient experienced hypotension during the procedure that was felt to be a result of baroceptor involvement that was treated with medications. As reported by the sapphire registry shortly after the index procedure the patient experienced a stroke (ischemic). The patient is an (B)(6) female who was enrolled in the sapphire study for carotid stenting of the ostium of the right common carotid artery (r11). The vessel was described as moderately calcified and severely tortuous. The rate of stenosis was unknown. An angioguard embolic protection device (epd) was advanced and placed distal to the lesion. The lesion was pre-dilated followed by deployment of a precise stent. The angioguard was retrieved from the patient and upon inspection it was noted that there was debris in the filter basket. The procedure was successfully completed. After the procedure the patient suffered a neurological event described as hemiparesis and hemineglect of the left side with behavioral change, diagnosed as an ischemic stroke. The onset was gradual and the duration is unknown. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient was discharged four days post procedure. The patients medical history includes hyperlipidemia, clinical copd, CABG and hypertension with high risk criteria of age > 75. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15407059 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
CT scan results were received and noted the following. A brain CT scan on the day of the procedure revealed: 1) mild cerebral edema on the right near the vertex with mild sulcal effacement; 2) hypoattenuation in the right basal ganglia, left internal capsule, left thalamus and left basal ganglia; age indeterminate infarctions given the lack of comparison imaging. Follow up suggested evaluating evolution of these possible infarctions. 3) extensive confluent hypoattenuation within the cerebral hemispheres decreased sensitivity in evaluating acute infarctions. A brain CT scan on the next day revealed the following, according to the radiology report impression: 1) hypoattenuation in the right basal ganglia and left hypothalamus, likely representing a subacute infarct; other hypoattenuation foci again seen in the left basal ganglia and left internal capsule; 2) the previously described cerebral edema not visualized on this exam; 3) extensive confluent hypoattenuation within the cerebral hemispheres decreased sensitivity in evaluating acute infarctions. Following the repeat CT scan of the brain, the neurology summary noted that the patient was found to be alert, oriented to time, place and person. She was complaining on left-sided weakness. The exam found no gross dysarthria or dysphasia. Cranial nerves: visual fields were full, pupils reacted to light, extraocular muscles were intact; there was no gross facial asymmetry. The tone was slightly diminished on the left with +1 deep tendon reflexes. On the right, good tone with +2 deep tendon reflexes. No evidence of hemisensory deficits. Impression: acute right cerebral-subcortical infarcts, ischemic, probably embolic and/or hypoperfusion; old subcortical infarcts, left and right, as well as hypoattenuation bilaterally; hypotensive episode, resolving. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Adjudication minutes were received and agreed with the original diagnosis of a stroke. The information also states that the patient was noted to have some left-sided weakness and hypotension during the procedure. The original information states that the event occurred post procedure. After following up with the account it was noted that the patient had a blood pressure cuff on her left arm and could not squeeze the toy in her left arm hard enough as the cuff was inflating . There were some changes in bp due to baroreceptor stimulation managed by appropriate medications. She was stable post procedure but experienced left lower arm weakness on neuro assessment the following day. Her stroke was completely resolved on her 30 day follow up and she is back to baseline.

Manufacturer narrative:
As reported by the (B)(6) registry shortly after the index procedure the patient experienced a stroke (ischemic). The patient is an (B)(6) female who was enrolled in the sapphire study for carotid stenting of the ostium of the right common carotid artery (r11). The vessel was described as moderately calcified and severely tortuous. The rate of stenosis was unknown. An angioguard embolic protection device (epd) was advanced and placed distal to the lesion. The lesion was pre-dilated followed by deployment of a precise stent. The angioguard was retrieved from the patient and upon inspection it was noted that there was debris in the filter basket. The procedure was successfully completed. After the procedure the patient suffered a neurological event described as hemiparesis and hemineglect of the left side with behavioral change, diagnosed as an ischemic stroke. The onset was gradual and the duration is unknown. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient was discharged four days post procedure. The patients medical history includes hyperlipidemia, clinical copd, CABG and hypertension with high risk criteria of age > 75. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.